Manufacturer narrative:
Device evaluation indicated that the lead extension passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. The lead extension exhibited normal device characteristics.

Event description:
A report was received that the patient's lead was displaying high impedances. The patient underwent a lead revision where the physician explanted the lead extension. The lead extension was testing intraoperatively and displayed high impedances each time it was tested. The lead extension was replaced and the high impedances were resolved.

Event description:
A report was received that the patient's lead was displaying high impedances. The patient underwent a lead revision where the physician explanted the lead extension. The lead extension was testing intraoperatively and displayed high impedances each time it was tested. The lead extension was replaced and the high impedances were resolved.